Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv was determined to be use error, inappropriate bypass of the drain, not including initial drain. Device met specifications relative to iipv in the logs. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) event that was identified in the patient therapy log on (B)(6) 2011 at 21:41 with an ultrafiltration of 2022 ml during cycle 2. Largest prescribed fill volume: 2000 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.